Manufacturer narrative:
(B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the motor power was too low, the head was leaking, and the device had no power was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the air reciprocator device motor power was too low and noted the head was leaking and no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.